Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber and also alleged headaches, dizziness, lightheadache, nasal/ throat irritation or soreness and tightness across her chest. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing / chamber, headaches, dizziness, lightheaded, nasal / throat irritation or soreness, tightness across chest, eyes causing problems, nose getting dry and crusty, wrong pressure on the device related to a bipap device's sound abatement foam. A correction to b5 was made and should be: the manufacturer received information alleging particles in tubing / chamber, headaches, dizziness, lightheadache, nasal / throat irritation or soreness, tightness across chest, eyes causing problems, nose getting dry and crusty, wrong pressure on the device related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer stated of receiving replacement and will return the old device, hung up and terminated the call before asking gfe related questions. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h4 captured incorrectly in the initial report was corrected and section h6 corrected and updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam.the patient alleged visualization of particles in tubing/chamber and also alleged headaches, dizziness, lightheadache, nasal/ throat irritation or soreness and tightness across her chest. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 9/20/2023 for further evaluation. The device was evaluated on 10/13/2023. There was no mention of visual findings to the external part of the device. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. As per secondary findings of the base unit observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, blower, blower box, blower outlet seal, p4 power connector. Unknown contaminate was found on the inside of the ui panel. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found 1 errors. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.